Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Lot number was provided so a batch review will be performed. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report received at baxter germany on (B)(6) 2012 from a sales representative. It has been reported that the transfer set clamp didn't close. The transfer set was on the patient for 2 months. There was no patient injury or medical intervention reported. There was patient involvement. Additional information received on (B)(6): when you screw the twist clamp, you see that the lock is broken. The transfer set was changed.

Manufacturer narrative:
(B)(4). This condition was not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation.